Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con IV, off label use, surgical intervention. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female who underwent an unspecified breast surgery with a mentor memorygel, 425cc silicone breast implant experienced bilateral capsular contracture grade IV postoperatively. The mammogram and ultrasound examinations confirmed the issue. The report indicated that the implants were reused on (B)(6) 2021 during capsulectomy procedure. This report relates to the left prosthesis.